Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd solomed¿ syringe with needle stopper separated from the plunger during use and could not aspirate the medication. The following information was provided by the initial reporter, translated from portuguese to english: "when opening the packaging for use it was found that the syringe trigger was defective." "Reported that pulling the plunger rises and the black rubber is held close to the nozzle, not aspirating the medicine." ¿in fup made by telephone on (B)(6) 2019 the lot 9073876 was informed.¿

Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and maintenance occurrences potentially related to the defect was observed. The sample provided by the customer for the batch was evaluated and it is possible observe plunger activated in (B)(4) sample no blister. The potential cause for the occurrence is a jam at assembly process, leading to the premature activation. Another potential root cause is a weakening at plunger molding causing the activation force low. Was performed the plunger activation force test at batch release and no deviation were observed for the complaint batch. Also, is necessary check the customer product usage as the breakable plunger is part of product function to prevent syringe reusage. H3 other text : see h.10

Event description:
It was reported that the bd solomed¿ syringe with needle stopper separated from the plunger during use and could not aspirate the medication. The following information was provided by the initial reporter, translated from portuguese to english: "when opening the packaging for use it was found that the syringe trigger was defective." "Reported that pulling the plunger rises and the black rubber is held close to the nozzle, not aspirating the medicine." ¿in fup made by telephone on (B)(6)2019 the lot 9073876 was informed.¿